Event description:
It was reported that the charging pad was intermittent with charging the ilet. The user stated that the green light would be a solid color and then cut out on its own, begin blinking, and then start working again with a solid light. The agent had the user try a different outlet, but the same issue occurred. The agent confirmed that the ilet was being properly placed on the charger. The agent verified the user¿s address and arranged to overnight a replacement charging pad. No further assistance was requested. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.